Event description:
Customer reported issues with her current tandem pump, which led her to revert to multiple daily injections (mdi) while awaiting resolution. There was no adverse impact to her blood glucose level reported. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.